Event description:
On 8/22/1998 during a bronchoscopy of the pt, a foreign body was aspirated from the left "ll" bronchus. Upon close examination it was determined to be the tip of the closed suction system (isocath).